Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: type of investigation - 4112 - analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, burning, redness, pimples, blisters, possible pus drainage, and pustules, underneath sensor pod area only. The skin reaction was treated with a prescription of an oral antibiotic, flucloxacillin 3 times a day for 5 days, an unspecified hydrocortisone steroid cream, and cetirizine antihistamine tablets. The parent reported that the patient had a scar for 2 months, but it is not known to which skin reaction the parent was referring as the reported skin reaction from this sensor session is much more recent. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.